Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken thread. The procedure was completed with no reported injury.